Event description:
No additional information.

Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x1 rb needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. Needle detached from syringe and remained in patients arm. Removed intact needle without difficulty. Bd safety glide needle 25 gauge x 1inch tw, lot# 5233985, expiration 07/31/2030, reference # (B)(4).